Manufacturer narrative:
The insulin pump alarmed for a failed battery test and a battery out limit alarm after a battery change due to a corroded battery tube. No unexpected off no power, low battery or bad battery alarms were noted. No other error alarms could be verified due to the battery out limit alarm. The motor passed the motor test. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported that the insulin pump's battery life was only about a day long. Customer reported that the insulin pump was beeping, then the display went blank. Customer adjusted the battery cap and received an off no power alert. Customer also reported that the insulin pump's battery meter went from three bars to no power in a short amount of time. Customer stated that the insulin pump was recently exposed to a high magnetic field. Customer reported being off of the insulin pump for about a year due to shoulder surgery. Blood glucose level was 303 mg/dl at the time of the call. No further info was provided.